Manufacturer narrative:
The investigation for the aic battery failure alarm has been completed. Automated impella controller logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/missing) and a battery failure (low voltage). The failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measured to b 3.5 volts (v) rather than the expected 16 v and the battery liquid crystal display was blank (fully discharged). Battery 1 was replaced to resolve the failure alarm. The batttest test showed the low voltage in battery 1. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as a part of the retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) had a battery failure, red alarm while in non-patient use. A backup aic was sent for use. There was no patient involvement.